Manufacturer narrative:
The explanted device was returned to orthopediatrics in warsaw, in and was subjected to cleaning, steam sterilizing, and engineering evaluation. Because the device was electively removed, a wear investigation was conducted using a hitachi s-3400n scanning electron microscope at purdue university fort wayne. The spherical ring was removed from the implant for investigation. It appeared that the outermost layer of the adlc coating had been worn through but did not appear to breach completely to the base material. Region a of the sem investigation showed superficial scratching. The dark region appeared to be foreign material simply sitting on the surface of the part, likely from manual handling and loading the component into the machine. Region b showed superficial scratching and possible spalling. There were no obvious manufacturing or design defects which contributed to the removal of the device.

Manufacturer narrative:
On 21-nov-2024 apifix was notifed that patient # (B)(6) underwent implant removal on (B)(6) 2024. According to the reporter the patient was skeletally mature and a few years post-op. This was not a device failure. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. Explanted device is expected to be returned to manufacturer where an analysis will be conducted. Once additional relevant details become available; a supplemental report will be submitted.

Event description:
On 21-nov-2024 apifix was notifed that patient # (B)(6) underwent implant removal on (B)(6) 2024. According to the reporter the patient was skeletally mature and a few years post-op. The reporter further indicated, this was not a device failure.